Event description:
A customer in (B)(6) reported the occurrence of a misidentification of haemophilus ducreyi as haemophilus parainfluenzae in association with the vitek ms identification system. A result of haemophilus spp. Was reported to the clinician. Testing via genetic sequencing obtained the result of haemophilus ducreyi. Patient isolate submittal was requested by biomerieux for investigational testing; however, the customer did not retain the patient isolate. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported the occurrence of a misidentification of haemophilus ducreyi as haemophilus parainfluenzae in association with the vitek® ms identification system. An internal biomérieux investigation was performed. Results are as follows: customer results- date (B)(6): sample ID = (B)(4) - vitek® ms result = no identification. Date (B)(6) 2016: sample ID = (B)(4) - vitek® ms result = h. Parainfluenzae. Date (B)(6) 2016: sample ID = (B)(4) - vitek® ms result = h. Parainfluenzae. Testing- the general semen pathogen is haemophilus ducreyi; however, it is not included in vitek® ms ivd v2.0. The identification method used by the customer to identify the sample as haemophilus ducreyi was not provided. Analysis of ecal mzml (before the issue) with the fine tuning analyzer indicates that only "all peaks" criteria are outside the acceptance criteria and not so far away from the target. The last fine tuning before the issue, was done on (B)(6) 2016, the issue occurred on (B)(6) 2016. Vitek® ms gave no identification for tests made on (B)(6) 2016 and single choice to h parainfluenzae for tests made on (B)(6) 2016. The number of peaks detected on 10 and (B)(6) 2016 spectra are comparable thus suggestive that the result difference is not linked to spot preparation. The tests performed on (B)(6) 2016 were done using a new sub-cultured plate, whereas the tests made on (B)(6 )2016 were done using the original specimen culture plate. This could probably explain the different result obtained. Indeed, vitek® ms system is comparing spectra pattern build from microorganism proteins, the proteins expressed could be different if the culture conditions change thus leading to a different identification result. However, this cannot be confirmed. The customer indicated the identification is normally haemophilus ducreyi. However, no other reference method was done to confirm the identification. The reference method is sequencing. Conclusion- haemophilus ducreyi is not in the current vitek® ms kb version 2. The strain was not retained by the customer, so the return of the strain was not possible to continue the investigation and confirm the misidentification.